Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, a 3.5 x 23 mm xience v stent was deployed to treat the lesion in the proximal right coronary artery (rca). There was no reported product issue or patient effects at the time of the procedure. However, five days later, the patient returned with ischemia. Coronary angiography was done and revealed that there was in-stent restenosis (isr) of the proximal rca lesion. The isr was treated with an additional xience v stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - stenosis and ischemia are known adverse events associated with coronary stenting as noted in the IFU. Additionally, these patient effects, along with hospitalization are listed in risk assessment, as no-fault post-procedure complications. These patient effects are not necessarily an indication of a product quality deficiency. It is possible the ischemia was a secondary effect of the stenosis, which required hospitalization and was treated successfully with a xience v stent. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.